Event description:
It was reported that after initial lead placement and device implant, a magnet test done in the or showed loss of capture. The lead was repositioned and 'good thresholds and function' resulted. The patient then reported feeling like 'going to pass out'. Cardiac tamponade suspected. An echocardiogram was done and revealed 'some fluid'. A pericardial tube did not drain a large amount of fluid, but the patient went 'pulseless'. The pacemaker continued to function normally. Autopsy revealed two holes in the septal wall, one with scar tissue, one without.